Manufacturer narrative:
The device was returned and evaluated. The soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 57 pulses. Although no damage to the needle mechanism was present, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported the following blood glucose history: time: 22:50, blood glucose level: 369 mg/dl; 1:22, 489 mg/dl; 4:45, 533 mg/dl. The, patient reported the pink slide did not move forward, indicating a needle mechanism failure. The patient removed the pod and stated the cannula was bent. The patient treated the hyperglycemia with a bolus, a manual injection and then changing the pod. The pod was worn between 4 and 24 hours on the abdomen.